Event description:
It was reported that pediatric patients have their ports accessed using a safestep 22g x .75" huber needle and are then discharged with the port left accessed per facility protocol. When the patient return a week later the staff is noticing that many times when they go to access the port the needle is bent. This makes removal and activation of safety mechanism difficult. They only began noticing this when the hospital changed it protocol to having the patient sent home with the port still accessed. The bend needles seem to be most common with the toddler population. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.